Event description:
Customer reported a chemo leak at or near the upper fitment and that they could not tell if the leak was coming from the top or the bottom of the upper fitment. The customer stated that the leak was noticed when the door of the pump was opened. Customer reported that there was no pt harm and no medical intervention was required. Customer stated that no additional event or pt info is currently available.

Manufacturer narrative:
(B)(4). The customer stated the set has been discarded and is not available for failure investigation. The customer complaint of set leak in the upper fitment could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.